Manufacturer narrative:
(B)(4). D10. Product information was provided for the following screws; however, it is unknown which one interfered with the drill bit: ncb screw 5.0 l = 16, item #: 02.02150.016, lot #: 3054220 qty:1. Ncb screw 5.0 l = 30, item #: 02.02150.030, lot #: 3169138 qty:1. Ncb screw 5.0 l = 32, item #: 02.02150.032, lot #: 3158637 qty:1. Ncb screw 5.0 l = 36, item #: 02.02150.036, lot #: 3169095 qty:1. Ncb screw 5.0 l = 46, item #: 02.02150.046, lot #: 3172390 qty:1. Ncb screw 5.0 l = 55, item #: 02.02150.055, lot #: 3169900 qty:1. Ncb clamp-screw, item #: 02.02150.300, lot #: 3174954, qty:2. Ncb clamp-screw, item #: 02.02150.300, lot #: 3186326, qty:2. Ncb clamp-screw, item #: 02.02150.300, lot #: 3186328, qty:1. Ncb clamp-screw, item #: 02.02150.300, lot #: 3187098, qty:1. Ncb clamp-screw, item #: 02.02150.300, lot #: 3191501, qty:3. Ncb clamp-screw, item #: 02.02150.300, lot #: 3191502, qty:2. Ncb canc screw 5.0 32mm l80, item #: 02.02152.080, lot #: 3160683, qty:1. Ncb canc screw 5.0 32mm l85, item #: 02.02152.085, lot #: 3181233, qty:2. Ncb canc screw 5.0 32mm l90, item #: 02.02152.090, lot #: 3137811, qty:1. Ncb canc screw 5.0 32mm l90, item #: 02.02152.090, lot #: 3191510, qty:1. Ncb canc scr 5.0 32mm l95mm, item #: 02.02152.095, lot #: 3125131, qty:1. Ncb pp dis fem plt l12h l278mm, item #: 02.02264.112 lot #: 3197900 qty:1. G2. Report source: japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that initial operation was performed with ncb pp system. After several screws were inserted, the drill broke due to interference with an already inserted screw when a new screw hole was being drilled. The broken drill tip could not be extracted and remained in the patient's body. Reoperation is not planned. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The drill was returned for examination. The event can be confirmed as the drill si fractured in the cutting area. The shaft of the instrument is inconspicuous. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed. The instrument was manufactured in 2014 and is used with high torque forces. Therefore, the event reported is most likely attributed to wear and tear from repeated use over almost 10 years of field life. Moreover, it was reported that according to the doctor, the drill broke because it interfered with a screw that had already been inserted. However, with the available information a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.